Event description:
In a saphenous vein graph at the distal anastomosis, a cutting balloon was inflated once at unknown atms causing a dissection. Patient was taken to or for emergent CABG. Patient died a later of cardiac tamponade.